Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that while disconnecting an extension set from a t-connector the male luer on the extension set broke off inside the female luer on the t-connector. IV access was lost with no patient harm reported.